Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high. The reading was 235 mg/dl and 170 mg/dl within 10 minutes. The reading on the one touch ultra meter was taken after the symptom of sluggishness began. It is unclear if both readings were on the same meter or another one touch ultra meter. If on the same meter the specifications for precision would not be met. A medical professional was contacted for advice. The pt was instructed to take insulin and recheck blood glucose in 3 hours. The customer care rep performed troubleshooting and the control solution test, done twice, was not within range. Based on the info obtained from the pt incident is reported as a product malfunction.